Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed that a single battery terminal in the x-ray battery tray had a stripped connector fastener. The terminal connector was replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received at the manufacturer for evaluation.

Event description:
A medtronic field service engineer (fse) reported that outside of a procedure, there was corrosion on the battery terminal of the imaging system and the nuts that connect the battery terminal are stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
The gfi cable assembly from the imaging system was returned to the manufacturer for evaluation. It was reported that the unit did not contribute to the reported issue as it was a previous design of the component.